Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level, value was not provided; cause was not known. Customer was treated with intravenous fluids to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended; additionally the customer was using ademelog with the pump and supplies were used beyond labeling.